Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a bad battery alarm, event though battery was being changed and display screen was going blank. Customer also received failed battery test alarms. Customer's blood glucose was 8.1 mmol/l. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting and cleaning battery cap contact with alcohol, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. The pump was monitored, and no blank display or failed battery alarm was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No isolated tape damage was noted on the lcd board. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and a cracked display window.